Manufacturer narrative:
This device was successfully replaced and will be returned for laboratory analysis. At this time there is no additional information. If additional information becomes available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached elective replacement indicator (eri) battery status with a monitoring voltage of 2.37v. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, we were unable to ascertain the root cause of the premature battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.